Event description:
The np had his hand on the ECMO machine and inadvertently flipped the switch to off. The pump was immediately turned back on but the patient immediately began to lose consciousness. The pump was then moved to hand crank to restore flows. The patient had slouched down and his return cannula was kinked off which delayed the flows. Once the kink was fixed the flows were restored, the patient regained consciousness. The patient did not require CPR, and has no recollection of the event. The switch was taped to the on position with a tongue depressor. We have reached out to the sorin rep to see if there is any type of cover for the switch that can be applied to the machine. FDA safety report ID# (B)(4).